Manufacturer narrative:
An event of chordal rupture with flail segment and worsening of mitral regurgitation was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use artus100131983 rev b, do not release the device if it interferes with any adjacent cardiac structure.

Event description:
On (B)(6) 2018, an amplatzer septal occluder (lot number unknown) was selected for use off-label to close the lateral commissure of a mitral valve following a mitraclip procedure. The implant was unsuccessful during the attempt and resulted in chordal rupture with a flail segment lateral to the implanted mitraclip. There was acute worsening of the mitral regurgitation with a grade of 4+. The patient was ultimately discharged and returned to baseline.

Event description:
On (B)(6) 2018, an amplatzer septal occluder (lot number unknown) was selected for closing the lateral commissure, but was unsuccessful during the attempt. Chordal rupture with flail segment occurred lateral to the implanted mitraclip, and resulted in significant worsening of the mitral regurgitation with a grade of 4+. Additional information pending.